Manufacturer narrative:
The field service engineer determined the reference electrode was faulty. The reference electrode was replaced. The system operation was verified and there was nothing out of the ordinary. The ise check passed. The customer ran calibration and controls with no issues. The last calibration performed on (B)(6) 2019 was ok. Quality controls were within range, showing no indication of an instrument or reagent performance issue. Upon review of the alarm trace, abnormal sample aspiration alarms were observed. The investigation determined the issue was resolved by the service actions.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ise indirect na for gen.2 on a cobas 8000 ise module. The reporter also mentioned they had been getting numerous noise alarms on the system as well. The first sample initially resulted with an na value of 148 meq/l and this value was reported outside of the laboratory. The sample was repeated, resulting with an na value of 140 meq/l. The sample was repeated on other analyzers, resulting with na values of 144 meq/l and 143 meq/l. The reporter did not know which value was correct, but believe the initial 148 meq/l value was high. The reporter opted not to issue a corrected report. The second sample initially resulted with an na value of 151 meq/l, which repeated as 142 meq/l. The repeat value was deemed to be correct. No incorrect results from this sample were reported outside of the laboratory. The na electrode lot number and expiration date were requested, but not provided. The cobas 8000 ise module serial number is (B)(4).